Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean procedure, the suture's needle was broken. The needle fell into the patient's cavity and was withdrawn using a needle holder. A new suture was used to complete the procedure. There was no patient injury.